Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: it was reported that the patient experienced a new pleural effusion following emergent midclavicular placement of an unknown cook wayne pneumothorax catheter via seldinger technique. Following diagnosis of a pneumothorax using x-ray and computed tomography (CT), a cook wayne pneumothorax catheter was successfully placed in the patient while in the in-patient care unit (non-intensive care). No imaging was utilized during device placement; however, it was confirmed that the device was placed in the desired location via x-ray following the procedure. The chest tube was attached to a water seal for initial drainage, which was successfully achieved. On day one, a new pleural effusion was identified, and the complaint device was removed and replaced in an additional procedure. The patient was then monitored in the in-patient care unit. It was noted that the incident led to prolonged patient hospitalization. The patient was hospitalized for 15 days post admission. Reviews of the documentation, including the complaint history, quality control procedures, manufacturing instructions and instructions for use (IFU) for the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Cook also reviewed product labeling: the product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information for the proper use of the set. Evidence gathered upon review of dmr and product labeling does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a definitive cause for the failure could not be established. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B3 - date of event occurred between 01jan2017 and 31dec2019. D4 - possible rpns: c-utpty-1400-wayne-112497-imh or c-utpt-1400-wayne-112497-imh. G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the patient experienced a new pleural effusion following emergent midclavicular placement of an unknown cook wayne pneumothorax catheter via seldinger technique. Following diagnosis of a pneumothorax using x-ray and computed tomography (CT), a cook wayne pneumothorax catheter was successfully placed in the patient while in the in-patient care unit (non-intensive care). No imaging was utilized during device placement; however, it was confirmed that the device was placed in the desired location via x-ray following the procedure. The chest tube was attached to a water seal for initial drainage, which was successfully achieved. On day one, a new pleural effusion was identified and the complaint device was removed and replaced in an additional procedure. The patient was then monitored in the in-patient care unit. It was noted that the incident led to prolonged patient hospitalization. The patient was hospitalized for 15 days post admission.